Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and replace battery now alarm. Customer's blood glucose level was 49 mg/dl. Customer treated their low blood glucose with juice. Troubleshooting for replace battery now was performed. Customer replaced the battery on the device but they did not test the device. Customer declined to troubleshoot for low blood glucose levels. Device will not be returned.